Manufacturer narrative:
It was reported that right hip revision surgery was performed due to metallosis and trunnionosis. During surgery, the r3 liner, the r3 shell, the hemi head and modular sleeve were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. It was reported the patient was revised approximately 9 years post op due to metallosis and trunnionosis. Inflamed synovium was noted during revision. Although the cobalt and chromium levels were reported to be elevated, neither the units of measure nor the lab reports were provided. The post-revision pathology report provided did not provide any results that would indicate the root cause of the reported reactions. The intraoperative findings of trunnionosis and inflamed synovium are consistent with findings associated with metallosis; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported elevated cobalt and chromium levels, inflamed synovium, and trunnionosis cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to metallosis and trunnionosis. Implanted 2009.